Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the male patient of unknown age admitted in with known fulminant cardiogenic shock and multiple organ failure. The patient had been resuscitated and was already on a va-extra corporeal membrane oxygenation (ECMO) when taken to the catheterization lab for angioplasty. The va-ECMO and cp access sites had bleeding complications. The patient was infused15 units of blood, 15 of fresh frozen plasma, and thrombin. CT imaging revealed there was a retroperitoneal bleed and hematoma. The patient was sent to the operating suite for repair and expired. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is being reported although not likely the only contributing factor to the death, and more likely the patient's presenting native critical condition and multi organ failure, despite the support of both impella and va-ECMO.

Manufacturer narrative:
Added: d3. Corrected: d4 (serial). Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Hematoma/major bleed/asae: the cause of the bleeding was not determined due to insufficient clinical details.